Event description:
It is reported that the lens was explanted due to an improper intraocular lens (iol) power implanted in the patient''s eye. No adverse effect and no patient injury were reported.

Manufacturer narrative:
Evaluation of the returned lens found it covered with surface residue, not inconsistent with an explanted lens. No defects were observed with the lens optic body and haptics of the lens. Diopter inspection of this lens found it to meet specifications for optical properties. Results showed the lens to measure 22.0 d and is correct as labeled and is within production order specifications. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4)